Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) lost power when the outlet that it was plugged into was working appropriately. Per the patient, there was no power surge or interruption in power to the outlet, and they made sure all of the connection points on the mpu were secure. The patient switched to batteries and then eventually noticed the mpu was receiving power again a while later. The patient was advised to stay on batteries until the issue was resolved. A replacement mpu was requested.